Event description:
In 2006, patient had initial aaa repair. One main body graft and two iliac leg grafts were placed. Then in 2007, patient underwent additional procedure due to thrombus in the right limb. The iliacs were patent. Another iliac leg graft was placed to cover the thrombus.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by occlusion of the right limb due to the pt's adverse anatomy.